Manufacturer narrative:
B5: additional thrombus details added.

Event description:
The patient was enrolled in the watchman flx CT study on (B)(6) 2022 with patient identifier (B)(4). It was reported that thrombosis occurred. Three days after enrollment, a left atrial appendage (laa) closure procedure was performed. The subject underwent successful placement of a 31mm watchman flx closure device under intracardiac echocardiogram (ice) guidance with complete laa seal and deployed device diameter of 26.0 mm. The following day the patient was discharged on aspirin 75mg/day. One-hundred-and-three days post-implant procedure, the patient presented for the protocol required 3-month follow-up. Computed tomography (CT) was performed, revealing incomplete laa seal (jet size <5mm) with largest residual jet around the closure device of 2.5mm. A laminar, non-mobile thrombus was present on the atrial facing surface of the closure device. No thrombus was observed in the left atrium. At the time of this event the patient was on aspirin 75mg/day. The following day aspirin 75mg/day was discontinued and the patient was started on apixaban 10mg/day in response to the event. No patient complications were reported. It was further reported that the thrombus had a maximum area of 60mm2.

Event description:
The patient was enrolled in the watchman flx CT study on 21-nov-2022 with patient identifier (B)(6). It was reported that thrombosis occurred. Three days after enrollment, a left atrial appendage (laa) closure procedure was performed. The subject underwent successful placement of a 31mm watchman flx closure device under intracardiac echocardiogram (ice) guidance with complete laa seal and deployed device diameter of 26.0 mm. The following day the patient was discharged on aspirin 75mg/day. One-hundred-and-three days post-implant procedure, the patient presented for the protocol required 3-month follow-up. Computed tomography (CT) was performed, revealing incomplete laa seal (jet size <5mm) with largest residual jet around the closure device of 2.5mm. A laminar, non-mobile thrombus was present on the atrial facing surface of the closure device. No thrombus was observed in the left atrium. At the time of this event the patient was on aspirin 75mg/day. The following day aspirin 75mg/day was discontinued and the patient was started on apixaban 10mg/day in response to the event. No patient complications were reported.